Manufacturer narrative:
B3: the event occurred on an unspecified date several years ago (at least 5 years prior). E1: initial reporter address: (B)(6). E1: initial reporter phone no: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device had leak coming from the end of the line despite the line being capped off securely. The issue occurred before patient use. Non-baxter caps were used instead of blue caps provided with the pumps to resolve the issue. There was no patient involvement. No additional information is available.